Manufacturer narrative:
B5: corrected to:" the reporter stated that the surgeon implanted a 12.6mm vticmo12.6, -15.5/+3.0/089 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged with a longer lens due to low vault and lens rotation. The problem was resolved. The cause of the event is reported as other". Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7; -8.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a shorter length lens due to excessive vaulting. This resolved the problem. The cause of the event was reported as "other".

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).